Manufacturer narrative:
When this device has been removed and returned analysis will be performed in an effort to determine the root cause of this issue.

Manufacturer narrative:
When the device has been returned and analysis performed, this event will be updated.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
Additional information was received. This device was removed, replaced and is being returned for analysis. No further patient symptoms were reported.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the hospital with complaints of not feeling well. Interrogation revealed the device had reached end of life (eol) one month ago. Three months earlier, interrogation revealed one year longevity remaining. An internal technical services representative was contacted regarding (eol) device function at eol. There was concern that this device reached eol more rapidly than expected. As the patient is one hundred percent pacing dependent a replacement procedure in being scheduled as an emergent procedure. No further patient symptoms were reported. This device is included in the crystal timing component failure mode 1 product advisory was initially communicated on (B)(6) 2005. This issue may be a symptom of this advisory.